Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt reported a fluid leak during treatment. Exact location of the leak could not be identified. The pt's effluent has remained clear and no prophylactic antibiotics were administered. Sample was discarded.